Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 45 mg/dl. Customer was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose level event. The insulin pump will be returned for analysis